Manufacturer narrative:
Follow-up # 1 date of submission 09/16/2016 - device evaluation: the pump has been returned and evaluated by product analysis on 8/24/2016 with the following findings: during investigation, a visual inspection of the pump showed a crack in the battery compartment. Unrelated to the complaint, investigation revealed a dim, discolored display.

Manufacturer narrative:
Follow-up #2 date of submission 09/29/2016-correction to serial # : (B)(4).

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. Reportedly, the battery compartment was cracked. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported as the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.